Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during withdrawal or after the device was fully removed from the body. Manual compression was then used to achieve hemostasis. There was no reported patient injury. There was no difficulty connecting the device to the non-cordis sheath, and the indicator wire cowling successfully locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator and decreased with withdrawal, and the device and sheath were retracted together until bleed-back significantly slowed or stopped. No black or red color was observed in the indicator or indicator window during retraction, and the physician did not place their thumb on the plug deployment button. Upon removal, the indicator wire loop was deployed; however, when tested outside the body, the loop could not be pulled and the indicator window did not change color. A 6f non-cordis catheter sheath introducer (csi) was used. The exoseal vascular closure device (vcd) was used during an interventional procedure performed via a retrograde approach. The operator was trained on the device, and the device was stored and prepared according to the instructions for use. No visible device or package damage was noted prior to use. Angiography confirmed femoral artery suitability, including appropriate insertion angle, with vessel diameter verified to be at least 5 mm. There was no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The patient experienced no additional adverse outcomes following the procedure. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during withdrawal or after the device was fully removed from the body. Manual compression was then used to achieve hemostasis. There was no reported patient injury. There was no difficulty connecting the device to the non-cordis sheath, and the indicator wire cowling successfully locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator and decreased with withdrawal, and the device and sheath were retracted together until bleed-back significantly slowed or stopped. No black or red color was observed in the indicator or indicator window during retraction, and the physician did not place their thumb on the plug deployment button. Upon removal, the indicator wire loop was deployed; however, when tested outside the body, the loop could not be pulled and the indicator window did not change color. A 6f non-cordis catheter sheath introducer (csi) was used. The exoseal vascular closure device (vcd) was used during an interventional procedure performed via a retrograde approach. The operator was trained on the device, and the device was stored and prepared according to the instructions for use. No visible device or package damage was noted prior to use. Angiography confirmed femoral artery suitability, including appropriate insertion angle, with vessel diameter verified to be at least 5 mm. There was no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The patient experienced no additional adverse outcomes following the procedure. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned and inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.